Event description:
It was reported that the intra-aortic balloon (iab) catheter did not inflate after insertion. As a result, the user used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of iab would not inflate completely is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) catheter did not inflate after insertion. As a result, the user used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) catheter did not inflate after insertion. As a result, the user used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). A complaint sample was returned to our manufacturing site for evaluation. The device was reviewed as part of our investigation. Retu rned for investigation was one 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Returned with the sample were a 30cc inflation driveline tubing, a 60cc syringe, a section of arterial pressure tubing, and a sealed/unused insertion kit; no visual damage or abnormalities were noted to the returned components. It was noted that the inflation driveline tubing (30cc) and iab catheter (40cc) had different inflation capacities. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Some dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. The one-way valve was tested and failed during functional testing. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to internal quality system document with similar results. No blood or debris was noted within the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to internal quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iab distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iab luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. It was found that the correct volume inflation driveline tubing connecter part was included in the DHR. However, the specifications were not met during the complaint investigation due to the incorrect inflation driveline tubing. T herefore, we cannot determine a root cause at this time. The reported complaint will be monitored for any developing trends.